Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter (B)(4) applies to pump. (B)(4) applies to catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative (rep) regarding a patient who was receiving morphine (concentration 10 mg/ml, dose 0.480 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2016, the patient was presented to the emergency room due to suspected withdrawal symptoms that had begun on (B)(6) 2016, the symptoms included nausea, increased pain and inability to sleep due to pain. The rep stated that they could palpate the area of the spine where the catheter/anchor would be at, the catheter was near the skin surface but was not eroding through the skin. The rep could not tell if the anchor was loose or not. On this report date, the rep interrogated the pump, no alarms or issues were noted in the event logs. It was discussed that the reservoir volumes should be checked and an xray of the catheter can be done to see if it might have pulled out of the intrathecal space. Additional information received from the health care professional on 2016-oct-20 indicated that on (B)(6) 2016, the patient's chief complaint was cervical pain, lumbosacral pain and phantom limb pain. The patient indicated that she was admitted over the weekend. Patient was also diagnosed with (B)(6) on (B)(6) 2016. The patient had suffered from severe increased pain over the past 3 years and nausea and vomiting. The patient indicated that she received morphine for pain and intravenous (IV) fluids and phenergan for nausea. The patient reported that she had not improved at all, in fact she had deteriorated and her pain had severely increased. The patient had insomnia and had not slept for 3 days. She had planned radiofrequency ablation of the lumbosacral knee region and had performed x-rays of the cervical spine and lumbar spine and there was evidence of facet arthropathy. The patient also had phantom limp pain, reportedly her spine and phantom limb pain was sharp in character and improved with radiofrequency ablation. Chart review indicated that this was performed more than a year ago. The lumbosacral pain radiated to the paraspinal region, was exacerbated with extension, improved with rest and change in body position. On this day, a pump interrogation was performed, the pump was infusing morphine 0.5mg/day. The patient had tried giving herself boluses but they had not been effective. The doctor ordered a bolus of 0.2mg to be infused from the pump over 10min, the patient was reassessed after and she did not report any pain relief at all. According to the manufacturing representative, there was no alarm logged when the pump was interrogated. Based on the patients symptoms and review of the patients medical records from the emergency room, it appeared that the patient was suffering from withdrawal possibly secondary to intrathecal drug delivery system failing and possibly a catheter or pump malfunction so they decided to perform a dye study. A radiographic survey was taken of the pump and the intrathecal catheter. It appeared that the catheter tip was at t8 as there was a radiological marker at the tip which was evident on anteroposterior (ap) and lateral views, the catheter appeared to be in the intrathecal space, there were no obvious breaks. The pump was evaluated under fluoroscopy guidance with patient in supine position. Sterile preparation and draping was performed. Under fluoroscopy guidance the catheter access port was identified, using the catheter access kit 24 gauge needle, an attempt was made to aspirate which was completely negative, the needle was then again repositioned to ascertain that it was in fact in the catheter access port under fluoroscopy guidance. There was a distinct pop which indicated that the membrane was pierced and then the needle was felt to be against the metal which was an appropriate response. Once again, aspiration was attempted with full sterile precautions, aspiration was completely negative, there was no aspiration of medication or cerebrospinal fluid even after multiple attempts, it was decided that the catheter had malfunctioned, to avoid the risk of overdose, no contrast was injected. The needle was removed, sterile dressing was applied. The patient was given prescriptions for oral opioids and the pump was set to a minimal infusion setting. Patient was advised to followup with the implanting physician for a catheter revision. Review of system general: denies fevers, chills, anorexia, fatigue, sleepiness, sleep problems, malaise, weight gain, weight loss, speech delay. Complains of night sweats eyes: denies eye pain, vision loss, excessive tears, blurring, diplopia, irritation, discharge, photophobia ears nose throat: denies ear pain/discharge, tinnitus, decreased hearing, nasal obstruction/discharge, nose bleeds, sore throat, hoarseness, dysphagia cardiovascular: denies chest pains, palpitations, syncope, dyspnea on exertion, orthopnea, paroxysmal nocturnal dyspnea, peripheral edema respiratory: denies cough, dyspnea, excessive sputum, hemoptysis, wheezing gastrointestinal: denies nausea, vomiting, diarrhea, constipation, change in bowel habits, abdominal pain, melena, hematochezia, jaundice genitourinary: denies urinary symptoms, vaginal discharge or sores, menstrual irregularity musculoskeletal: neck pain, phantom limb pain, back pain skin: denies rash, itching, ulcers/growths, excess scarring, bleeding problem, dryness, suspicious lesions neurologic: numbness and tingling in hands psychiatric: complains of depression and anxiety endocrine: denies cold intolerance, heat intolerance, polydipsia, polyuria, weight change hemolymphatic: denied abnormal bruising, bleeding, enlarged lymph nodes allergic/immunologic: denies urticarial, hay fever, persistent infections, (B)(6).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2016 reported they planned to do a revision the next day. It was noted company representative (rep) wanted to review intraoperative troubleshooting possibilities as well as confirm which revision kits rep would need to have on hand. It was also stated that they did try to aspirate the catheter at some point and could not and also did an x-ray. It was stated they saw something near the pump pocket that was an issue, but was not sure exactly what they think they saw. Additional information reported the results of the x-ray showed a possible kink in the catheter inferior to the anchor in the lumbar spine. The healthcare professional (hcp) entered via the spinal incision first. Hcp removed a small portion of the catheter superior and inferior to the kinked portion. Cerebrospinal fluid (csf) was easily obtained from the spinal segment. The spinal and pump segment were reconnected using a collet. The catheter was unable to be aspirated, so the pump pocket was opened. Once the pump was removed from the pocket, the catheter was able to be aspirated. The coiled portion in the pocket was readjusted. The pump was placed back in the pocket, catheter was able to be aspirated, and incisions were closed. The issue appeared to be a kinked or pressure exerted by the pump in the pocket causing obstruction of catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.